Manufacturer narrative:
The last calibration was performed on (B)(6) 2023 and was acceptable. The qc was acceptable and showed no indication of an issue in the reagent's performance. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with glucose (gluc3) assay on a cobas pro c503 analytical unit when compared to another cobas pro c503 analytical unit. The patient's sample was a serum/plasma sample. Gluc3: initial result: 80.8 mg/dl. Repeat result: 128 mg/dl. The customer questioned the low result and, therefore, no erroneous result was reported outside of the laboratory. The rerun result was deemed to be the correct result. The gluc3 reagent lot number was 643503. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found that the sample probe was not rinsed properly and that the rinse mechanism overfilling the cells. The fse adjusted the probe rinse for s1 probe. He also adjusted all rinse mechanism levels. Calibration and qc were performed and they were acceptable.